Event description:
Patient reported they provided a letter of recommendation. In this letter the dentist states they examined the patient who had used the byte aligners but had discontinued use because of a lawsuit against byte. Dentist found the patient was left with a diastema between their upper front teeth and no posterior occlusion. Patient was referred to a local orthodontist to correct the malocclusion cause by the byte aligner system.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.